Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called and unit is on a pt with nitric oxide in line and they had attempted to turn down the oxygen from 100% and the fio2 value did not change on either the external analyzer or ino vent o2 analyzer. They turned down o2 from 100 to 75% and the analyzed fio2 stayed at 100%. She stated the blender was hooked up correctly. The pt was switched to another 3100b they have onsite, but they need this unit replaced asap. No pt compromise noted, no alarms from blender were noted. Will notify rentals to call colleen with an eta for replacement vent and will follow up with hill rom." The following additional info concerning the event was copied from a letter received from the user facility on 12/02/2008, that was in response to a letter sent by cardinal health seeking additional info. On "2008 attempted to wean fio2 from 100%. When blender decreased fio2 value did not change on either external analyzer or inovent (nitric oxide) analyzer. No pertinent alarm. A female. Encephalopathy with adventitious movements. Acute respiratory failure airway obstruction and hypoxie. Alcohol and polysubstance abuse withdrawal. Acute respiratory distress syndrome. Hyokalemia and metabolic disarray. Endometritis. Macrocytic anemia. Expired - failure did not contributed to death - the next day. Primary: severe acute respiratory distress syndrome. Encephalopathy with adventitious movements secondary to either anoxia or seizure, possible cardiac arrest. Acute airway obstruction with emergent percutaneous tracheotomy on admit. Acute respiratory distress syndrome and aspiration. Alcohol withdrawal and poly substance abuse. Endometritis. Hypokalemia and metabolic disarray. Macrocytic anemia. Poly substance abuse."

Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by a cardinal health tech support specialist in response to a phone conversation with a hill-rom (third party service company) representative. The hill-rom (third party service company) service tech evaluated the device and was unable to reproduce the reported failure. Thus no root cause was determined. The hill-rom (third party service company) service tech ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion, the unit was returned to the rental pool ready to be placed back into rental service. Per the user facility: the primary cause for the pt's death was severe acute respiratory distress. Death was not related to device failure.